Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that they are having trouble with charging their implant, and that it isn't able to fully charge. Pt said they were trying to charge the implant now and the controller was just showing checking the recharger and circling. Pt said their implant is now completely dead and the recharger can't read it at all. Pt described seeing passive recharge mode screens and going through the cycle a few times, but still not getting a charge. Pt said they unplugged the recharger and tried to plug it back in, but that did not work. Pt said they were trying to see if they could resolve it themselves before calling. Pt said the issue started probably last wednesday. Pt confirmed that the recharger is getting hot, and was getting worse, almost like it was burning; pt confirmed that there were no actual burns to the skin or injury.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.